Event description:
(B)(6) year old male who presented to outside facility with documented symptomatic bradycardia. On (B)(6) 2014, pt underwent surgery at outside facility for dual-chamber pacemaker placement. On (B)(6) 2014, pt transferred from outside facility to sanford health-fargo with chest pain. Per documentation at outside facility, EKG: pacemaker is pacing but not capturing. His underlying rhythm appears to be a sinus bradycardia or a junctional escape, rate approx 45. CT scan of chest confirms perforation of right ventricle with pacemaker lead. Pt was taken to surgery (B)(6) 2014 with removal of perforator right ventricular rv lead under general anesthesia with intraoperative transesophageal and fluoroscopic guidance, replacement of both atrial and ventricular transvenous leads and insertion of the pacemaker generator.